Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that yesterday the patient's spinal cord stimulator quit working after patient got up. Patient reported he has tried to get a hold of healthcare providers to get his device replaced. Patient reported they were willing to travel wherever to get it replaced as soon as possible. No symptoms reported. No further complications were reported/anticipated.